Event description:
The accounts biomed stated that the trendelenburg function isn't working.

Manufacturer narrative:
The technician found the trend and reverse trend function were not working and isolated the issue to the motor control circuit board. He replaced the circuit board to repair the bed.